Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the locking components on the motor device were damaged. It was further determined that the device had a worn out locking mechanism, a patched up cable and was not meeting the required specifications. It was determined that the device failed pre-repair diagnostic assessment tests for handpiece temperature, noise, and safety. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Mfg date : the previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date (jun 4, 2010) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.